Event description:
It was reported that the patient presented in the implant procedure. The implanted atrial lead exhibited no sensing. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.